Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 22.5 diopter intraocular lens (iol) was explanted from a male patient's left eye due to the patient experiencing halos and glare. The lens was replaced with a different model lens (zcb00), but of the same diopter size. Prior to explantation, patient was 20/20 ucdva (uncorrected distance visual acuity) and 20/20 ucnva (uncorrected near visual acuity). At exchange there was no incision enlargement, no vitrectomy required and the patient is doing fine. The lens was discarded and will not be available for evaluation. No further information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device inspection could not be performed. The customer's reported event could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency as product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.